Manufacturer narrative:
Examination of the actual device involved in the patient event showed evidence of the infusion set tubing having been pinched and then either torn or cut. This is not consistent with a manufacturing defect.

Event description:
It was reported that after the patient was moved into the mr scanner, the tubing connected to the infusion pump was leaking. The patient was being infused with norepinephrine and the leak resulted in a replacement infusion set needing to be installed. Following the replacement of the infusion set, the patient's blood pressure dropped and a code blue was called. Patient's pulse recovered, but the MRI was aborted.